Event description:
It was reported that the pt experienced persistent pain. The pt's catheter was replaced during a lumbar spinal fusion procedure. The pt recovered without sequelae. The medications being delivered, via the device system, were baclofen and hydromorphone.